Event description:
It was reported that, the patient with this right ventricular (rv) lead presented muscle stimulation, also, the lead exhibited high pacing thresholds. Subsequently, a CT chest scan was performed and a perforation was found. The patient was hospitalized and this lead was explanted and replaced. No additional adverse effects were reported.